Event description:
(B)(4). Same case as 2134265-2009-05255 and 2134265-2009-05257. The patient was enrolled in (B)(6) 2007. The target lesion was a type iii identified in the right carotid artery. The target vessel reference diameter was 7 mm and the lesion length was 18 mm and 80% stenosis as measured by nascet. The target vessel was moderately tortuous with ulceration present. Thrombus, dissection and pseudo-aneurysm were not present. The filterwire cerebral protection was used. A carotid wallstent monorail, 9.0mm diameter with 30 mm length was successfully placed at the intended site. Pta was performed with a maverick2 balloon catheter. Atropine 0.5mg was administered during the procedure. Residual stenosis was estimated at 0-29%. The patient was documented as asymptomatic. The wallstent was found to be patent with a residual stenosis of 10%. In (B)(6) 2007, transient ischemic attack (tia) was observed during the procedure. The tia resolved without residual effects. In (B)(6) 2007, one month follow up visit, the patient was asymptomatic with a normal neurological examination. The stent was patent with a residual stenosis of 0%. Three month follow up visit in (B)(6) 2007, the patient was asymptomatic with normal neurological evaluations and continued patency of the wallstent. Residual stenosis was documented as 0% at both visits. At 12 month follow up visit in (B)(6) 2008, the patient was asymptomatic with normal neurological evaluations and continued patency of the wallstent. Residual stenosis was documented as 0% at both visits. No complications were reported at follow up visits.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): product unavailable for analysis.